Event description:
It was reported that the lead exhibited less than 200 ohms impedance in unipolar pulse settings with a 1.0 v at 0.4ms capture threshold. Because of the patient's age and excellent capture thresholds, the physician elected to monitor lead integrity through intensified follow-ups.

Manufacturer narrative:
Na